Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed normal impedance measurements. A review of diagnostics revealed previously this lead had displayed high out of range impedance measurements. In addition, decreased sensing was observed. An internal technical service consultant was contacted whether the lead may be fractured. It was recommended that isometrics be performed and confirmed the reported allegations may be due to a fracture. The patient with this lead had left the clinic. A follow up visit will be scheduled. No adverse patient effects were reported.

Event description:
- -

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Manufacturer narrative:
- -

Event description:
Additional information was received. During a follow up visit, the right ventricular lead x-ray did not reveal any connection issues or lead fracture. The lead was programmed as unipolar. No further noise was observed. Isometric maneuvers did not reproduce any noise. A decision was made to further monitor this lead. This lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.